Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no reported impact to the customer¿s blood glucose level as the customer declined to provide specific information. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.